Event description:
It was reported that as customer was loading cartridge it began to leak. Reportedly, the customer overfilled the cartridge. Customer¿s blood glucose was 164 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.